Event description:
The following information was reported: the patient received a mynx ace 6f/7f vascular closure device following an interventional procedure. The site was "fine" following bed rest and the patient was discharged. The patient presented 2-3 days later with a pseudoaneurysm. The patient was injected with thrombin which resolved the complication. No further information is available at this time. Procedure type: intervention sheath size: 6f procedure date and date of event: unknown (reported on (B)(6) 2015 as occurred recently).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the root cause of the reported event could not be determined. (B)(4). Note: the pi number is unknown as the lot number was not provided.